Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6), 2007 and subsequently expired on (B)(6), 2007 after the use of the product.

Manufacturer narrative:
This is one event (death) of two events reported for the same pt involving two separate products.